Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false positive result with binaxnow covid-19 antigen self-test on (B)(6) 2022. The consumer received a negative result on ID now covid-19 . No additional patient information, including treatment and outcome, was provided. Additionally; the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 176645 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 176645, device part number 195-430wl / lot 174635. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 176645 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.